Manufacturer narrative:
Submit date: 09/13/2017. An investigation is currently underway. Upon completion, the results will be forwarded. Medwatch report number: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states during infusion of patient, the syringe pump began to alarm occlusion on the umbilical access line (ual). The line was able to be flushed without issues. The arterial blood pressure was able to be collaborated and was function until 0300. The pressure waves on the monitor did not function properly. The lines connected to the ual were changed sterile with 2 rn's. Leaking was noted beneath the tagaderm dressing above the stat seal. Md was notified and stat seal was removed. During inspection of the ual for leaks, the team noted leaks at the stump of the umbilicus. Md ordered line replacement. Inspection of the line noted a significant pinhole leak at the 14 cm mark of the catheter. The catheter was isolated and sent for evaluation and reporting. The patient was monitored and care continued.

Manufacturer narrative:
The lot number that was provided for this complaint was an invalid lot number therefore a manufacturing device history record (DHR) review for product/process changes could not be performed. However, all dhrs are reviewed for accuracy prior to product release. The actual sample involved in the reported incident was not returned for evaluation. No additional information, photographs or videos were received for evaluation. Consequently, no probable cause was found since testing and a visual inspection of the product could not be made, therefore the reported condition could not be confirmed. If the sample is returned in the future, this complaint will be re-opened for further investigation. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.